Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was over 400 mg/dl. The customer declined to troubleshooting. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Please disregard follow up number 2 as it was created in error. The weight had already been updated in follow up number 1.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to 0203.